Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device on and duplicated the customer event, isolating the issue to an internal fault within the user interface module (uim). The fse replaced the uim and performed the operational verification of the device, returning it working to service specifications. Failure investigation: at this time, carefusion failure analysis laboratory has received the suspect uim but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator's screen does not respond to touch. This was discovered while in service so there is no patient involvement.

Manufacturer narrative:
Failure investigation: the carefusion failure analysis laboratory (fa) received the suspect user interface module (uim) for investigation. The fa performed power cycle on routines in the user mode, uim freeze component testing , and the uim functionality testing. The touch screen response was out of calibration however the device did pass the touch screen calibration. The reported issue was duplicated however no component failure was identified therefore no root cause can be determined . At this time, carefusion will internally investigate the situation.